Event description:
A pump alarm was reported, telemetry was not yet performed. Patient was traveling and at the time of the report was in (B)(6). He was to be in (B)(6) on saturday and in (B)(6) on (B)(6). Patient was last filled on (B)(6) 2014 prior to leaving the USA and therefore indicated that the pump should be full. Patient was to stay out of the country until (B)(6) 2014. About 4 days ago, his pump had started beeping and it was verified as a critical alarm. The alarm was occurring every 20 min, and then 10-20 min later it was giving 3 consecutive beeps. Patient was feeling well and was not noticing any change in his therapy. Patient wanted contact information while on the trip for interrogating the pump and silencing the alarm. Drug being delivered via the device was dilaudid. It was stated that the pain doctor was notified however they had not seen the patient in 6 months. On (B)(6) 2014 it was reported that MFR representative had visited patient¿s clinic and they could not find the last interrogation of the refill in (B)(6). Patient was confirmed to have been refilled on (B)(6) 2014. Patient was not experiencing any withdrawals, continued to feel fine and get god pain relief. Medical assistant thinks the pump and volume were possibly not updated at the time of the refill. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that the patient received assistance from their healthcare provider or manufacturer¿s representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information was received on (B)(6) 2015 from a consumer via crts (customer response tracking system) regarding the (B)(6) year old patient who was receiving dilaudid (hydromorphone) at 3mg/day via an implanted infusion pump. The indication for use was noted as cancer chemotherapy. The consumer stated that the hcp (healthcare provider) had forgotten to reset the pump after the refill.